Event description:
Needle breakage: customer reports that needle broke during unspecified procedure. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family initially reported assuming incident could recur.